Event description:
Report received from the USA stating that the motor device "would not spin" during ventricular peritoneal shunt. There was a 20 minute delay in surgery and there was no other identical device available for use. The reporter declined to provided pt information. There were no injuries or medical intervention reported. There were no medical device or incident reports filed. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and met the rotations per minute (rpm) specifications. The reported conditions could not be confirmed. If additional information is received, a supplemental report will be sent.